Manufacturer narrative:
Investigation summary: bd received a sample and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) in gel was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm in the gel. Bd determined that the fm was attributed to loose dirt. Additional housekeeping and modification to the manufacturing line has been implemented to mitigate fm. Bd has initiated further root cause investigation relating to the issue of fm through corrective and preventive actions CAPA # 2201538.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: foreign matter in gel x1."